Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was being placed on impella cp for hemodynamic support. It was reported that the patient had persistent oozing at the impella site. Site redressed and manual compression held around sheath for 20minutes. Partial thromboplastin time allowed to come down upon arrival to intensive care unit. Hemostasis was achieved. Adding heparin back to purge now is indicative that heparin was initially in use then withheld when the oozing was noted. It was reported that the patient had absent distal pulses.